Manufacturer narrative:
Based on the claim against the product by the customer noting that the permanent cautery hook instrument had a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding a broken cable was confirmed by failure analysis. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have a broken ceramic sleeve. A broken piece was missing as a result of the breakage. The size of the missing piece measured approximately 0.060¿ x 0.098¿. Additionally, the instrument was found to have indentations on the edge of the distal idler pulleys. An image of the permanent cautery hook instrument related to this event was received and a review of the submitted image was performed. From the image provided, there was no obvious damage found on the permanent cautery hook instrument. No conclusive determination could be made based on this analysis.

Event description:
It was reported that during central processing, the customer observed that the permanent cautery hook instrument had a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: it was confirmed that no fragments fell inside the patient during a procedure.